Manufacturer narrative:
Continuation of d10: product ID 978b128; lot# va2mek5; product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jan-2024, UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were doing a new ins placement case with a lead. The caller indicated that they tested impedance three times prior to calling, the lead was removed and inserted in the header each time, and the impedances were not normal. They used the j hook to test the lead and at that time were getting motor response with all electrodes. During the call the caller ran impedances and provided the following values: ref 3 0>4000ohms c 937ohms 2 1874ohms 1 1424ohms 0>4000ohms, ref 2 c 1210ohms 3 1874ohms 1 1579ohms 0 >4000ohms, ref 1 c 705ohms 3 1424ohms 2 1579ohms 0 >40000ohms, and ref 0 all >4000ohms. Manufacturer representative (rep) indicated that the blue tip of lead was visible in the end of the header block. The healthcare professional (hcp) applied tension to the lead and confirmed that the lead was set in the header. Rep set up program 1 to have cycling 3 sec on and 3 seconds off. Rep increased the intensity to 1ma, and  reported that they were getting motor response. It was reviewed considerations for impedances. The caller will review information with the hcp. Additional information was received from the healthcare provider via the manufacturer representative (rep). It was reported that the rep ran impedances several times and the issue resolved with 4 green lights and everything was under 4000 ohms, this was resolved post-op on (B)(6) 2022.